Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) displayed an automatic balloon charging failure message during system testing. There were no patient harm or injury was reported

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) displayed an automatic balloon charging failure message during system testing. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 investigation type. The user reported that upon startup, the cs100 displayed the message ¿automatic charging failure¿, without any trigger signal. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed fault 57 had occurred, corresponding to autofill failure. However, functional tests were performed without detecting any anomaly. The fse could not reproduce the autofill failure. No parts were replaced. The unit passed all functional and safety checks to factory specification.

Manufacturer narrative:
Due to characterization limit e1: contact number: (B)(6). Updated fields; b4, g3, g6, h2, h11. Corrected fields: b5, e1 initial reporter name and mail ID, h6 (medical device problem, health effect).

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) displayed an automatic balloon charging failure message during system testing. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported by the customer that before use, the cs100 intra-aortic balloon pump (iabp) had a fault #57 (autofill failure). There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The user reported that upon starting the tests, it displayed the message "automatic charging failure" without any trigger signal. Functional tests were performed without detecting any anomaly. Equipment is operational. The fse could not confirm the issue. No parts were replaced. The unit passed all functional and safety checks to factory specification.

Event description:
N/a